Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a lot lighter and the screen was of gray colour. The customer blood glucose level was unknown. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No missing segments or partial display noted. The device passed the self test and displacement test. The device was monitored and no missing segments or partial display noted during testing.